Event description:
During a coronary artery bypass graft surgery, the heartstring seal had "failed". In 2003 it was reported that the seal had cracked while loading the seal into the delivery tube. The surgeon used a replacement heartstring seal to complete the procedure. No patient complications were reported by the hospital.